Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the liner would not seat into the acetabular cup. An alternative liner was used to complete the surgery.